Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately recorded untreated episodes due to noisy signals oversensing. The patient will present at the clinic for troubleshooting. The technical services (ts) analyzed the data and suspected the oversensing happened in the sense b node and recommended to revise the system. Additionally, high impedance within normal limits were found. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted and replaced due to inappropriately recorded untreated episodes due to noisy signals oversensing during the patient sleep. No additional adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately recorded untreated episodes due to noisy signals oversensing. The patient will present at the clinic for troubleshooting. The technical services (ts) analyzed the data and suspected the oversensing happened in the sense b node and recommended to revise the system. Additionally, high impedance within normal limits were found. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted and replaced due to inappropriately recorded untreated episodes due to noisy signals oversensing during the patient sleep. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately recorded untreated episodes due to noisy signals oversensing. The patient will present at the clinic for troubleshooting. The technical services (ts) analyzed the data and suspected the oversensing happened in the sense b node and recommended to revise the system. Additionally, high impedance within normal limits were found. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted and replaced due to inappropriately recorded untreated episodes due to noisy signals oversensing during the patient sleep. No additional adverse patient effects were reported.